Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the harmonic ace instrument with an alleged issue to perform failure analysis. Isi reviewed the site¿s complaint history, which shows no related complaints. A review of the site¿s instrument logs could not be performed due to insufficient information. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was unable to be performed, the reported event was unable to be confirmed or replicated.

Event description:
Refer to h11 for follow-up information.

Event description:
Intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: harmonic ace shears in use during da vinci robotic procedure. Harmonic error occurred, followed device prompts on ace harmonic machine, harmonic then broke inside of patient. No harm to patient. All pieces of harmonic ace shears removed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. Additional information is being gathered to determine the contribution of the device to the customer reported issue.